Manufacturer narrative:
(B)(6).

Event description:
It was reported that at the end of the knee arthroscopy procedure, an abrasive lesion in the right lower limb was observed. No delay in the procedure. No backup was available. The outcome of patient is unknown

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Inadvertently allowing saline to flow out from the suction barb on to the patient. 2. Insufficient suction pressure. 3. Having inadequate flow and circulation of saline. 4. The roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. 5. The instructions for use provided with the device contains warnings and precautionary measures related to proper use of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.